Event description:
Alleged the bed is tilted and the hi/low switch is not working. When the facility ran the head hi/low down and released the switch, the head hi/low function ran back up unintentionally.

Manufacturer narrative:
Repairs have not been completed.